Event description:
The pt reported her insulin infusion device has given her an occlusion error when she tries to bolus. She stated this has occurred since she changed the cartridge 2 days ago. She stated she has tried 3 new infusion sets and 2 different piston rods, and 1 battery has been recently changed. To troubleshoot, the pt was instructed to disconnect from the device and try an empty prime which went through without error. The pt was instructed to reinsert the cartridge with the adapter and tubing, and she received an occlusion error. The pt was not home and did not have supplies to troubleshoot. On follow up the next day, it was discovered the pt was using expired batteries, so courtesy batteries were sent. On further follow up, the pt stated the new batteries did not resolve the issue and she is getting the error during an empty prime. She stated she is taking insulin injections and her blood glucose readings have been in the 400 mg/dl range with her normal readings being 150-180 mg/dl. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.